Event description:
It was reported that there were ventricular high rate episodes that were due to double counting the atrial channel. It was also reported that ventricular capture was fluctuating. It was suspected that the right atrial (ra) and right ventricular (rv) leads were rubbing together. The leads were reprogrammed to unipolar. The patient will be seen again in a few months and a chest x-ray will be obtained. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicates right ventricular cross chamber oversensing. There was possible cross-chamber oversensing due to suspected lead-to-lead abrasion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5534 implantable pacing lead (B)(6) 1998; addrl1 implantable pulse generator (ipg) (B)(6) 2007. (B)(4).